Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a prostyle device. Reportedly, an abnormality was observed on several prostyles from the same lot number: 4081841. Another device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, additional information was obtained: femoral imaging was not performed. There were only two prostyles that malfunctioned, not three as previously filed. Therefore, this complaint device would not have been reportable; however, since the initial report has already been filed, a final report is required. It was reported that this was an arteriotomy closure of the heavily calcified right common femoral artery using the pre-close technique via a greater than 10f sheath hole prior to an interventional abdominal aortic aneurysm repair procedure. Reportedly, the needles were unable to pass through the artery due to severe calcifications. Another prostyle was used but the same issue occurred. Pre-close was abandoned and surgical intervention was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned. Analysis will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. D9 - device available for evaluation updated from yes to no. H6 - health effect - impact code 4641 was removed and replaced with code 2199; medical device problem code 3190 was removed and replaced with code 3189.

Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a prostyle device. Reportedly, an abnormality was observed on several prostyles from the same lot number: 4081841. Another device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.